Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned for analysis as it remains implanted. From the information available, there is no indication of any user error that may have caused or contributed to the coil protrusion. Based on the information provided and the investigation, the most likely cause of the reported event is operational context.

Event description:
As the physician was slowly withdrawing the delivery wire to verify that the coil had detached under fluoroscopy, about 2mm of the coil was withdrawn into the microcatheter as the coil was still attached to the delivery wire. The coil fully detached from the delivery wire within the microcatheter and the physician was able to push the coil tail back into the aneurysm. There was no clinical consequence to the patient.

Event description:
As the physician was slowly withdrawing the delivery wire to verify that the coil had detached under fluoroscopy, about 2mm of the coil was withdrawn into the microcatheter as the coil was still attached to the delivery wire. The coil fully detached from the delivery wire within the microcatheter and the physician was able to push the coil tail back into the aneurysm. There was no clinical consequence to the patient.